Event description:
It was reported that a smiths medical pump is alarming no disposable, pump won't run. Customer massaged line to disperse air bubbles in the line. Patient not affected. Pump settings: res vol 57.7, rate 2.2, given 44.3.